Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had been having problems, patient clarified by stating that they had a return of target symptoms about a year prior. Patient had seen their healthcare provider (hcp) and had their device reprogrammed, but that did not resolve the issue. Patient had been given botox injections. Patient would prefer to have the whole system removed and replaced as opposed to get the sling suggested by their hcp. Patient also reported they were having stimulation in the wrong location. Patient stated the device had been misfiring and they felt the stimulation going down their leg, which curled their two toes under each foot. Patient had tried changing programs and adjusting the frequency and this had helped with the issue. Patient also reported they had a bad fall in 2014 that was related to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a slipped disk and it was unknown if it was related to the device or therapy. The patient passed out in (B)(6)2014 and it might have affected their implant leads. The patient felt stimulation sensation to the point that it curled their toes and goes down their back and leg. It was noted after the patient fell, they couldn t move. The patient was getting a new ins put in on december 04 due to normal battery depletion. No further complications were reported/anticipated.